Event description:
As reported for this event by the customer, the device disassembled into five parts which did not appear normal. When checked, the metal part with the female thread had come off from the inside of the tightening knob, thereby breaking the device. The device was unusable. Typically, this device has a usage life of six months. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the device investigation, the cause of the reported ¿metal part with internal thread formation came off from inside the tightening ring¿ was confirmed. The investigation found that the metal part inside the tightening ring came off due to a scratch and glue being peeled off. The root cause of the peeling glue could not be determined, however, due to the presence of the scratch, it is likely the defect was caused due to physical impact such as hitting it. Olympus will continue to monitor field performance for this device.